Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation, and no other evidence was provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labelling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, the revision on patient occurred because of the erosion of the glenoid bone. The implant was properly set, but the bone quality was really poor and the implant start early loosening with the bone integration.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the revision on patient occurred because of the erosion of the glenoid bone. The implant was properly set, but the bone quality was really poor and the implant start early loosening with the bone integration.